Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer's reported issue could not be confirmed as the image worked appropriately and met specification. The inspection did find the video connector was cracked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the sterile processing department technician at the user facility that the camera head was observed to have no image during reprocessing. No patient injury or harm was reported. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image appearing could not be identified, nor could the event be duplicated. Olympus will continue to monitor field performance for this device.